Event description:
Pt with probable congestive heart failure. Implant placed on 8/5/96. A pocket is made in the abdomen for the device. At some time pt developed infection. Pt on vancomycin for infection long term. On 1/8/97 pt had heart transplant. At the same time device is explanted but the infection in the pocket continued. On 2/18/197 pt died from overwhelming infection. It is unclear that the device was implicated in the outcome. A verbal report was provided to the MFR, april 10, 1998, so that co could provide a preliminary report to the FDA.